Manufacturer narrative:
Analysis of the mer collet found no anomaly. Measurements of each hole were within specification. A calibrated pin gauge (0.025") was able to be inserted through each hole without any resistance felt. Spec = 0.025" ± 0.001". The microtargeting electrode that was used with the returned collet was not received for analysis and therefore cannot be tested.

Event description:
It was reported that one of the small holes in the white 0.64 electrode holder collet seemed tighter than the others, which made it difficult for the electrode to be inserted. A different device was used. There were no patient symptoms or complications associated with this event and the patient status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID mi-1000, lot # 082620314, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.